Event description:
This pt experienced a restenosis of the cypher stent in the distal portion of the mid-left anterior descending artery (lad). This is currently being treated medically. This pt was admitted to the hospital with a chief complaint of angina. The pt was currently taking aspirin, ticlid and isosorbide. The pt was taken electively to the cardiac cath lab, where angiography revealed a de novo, eccentric, bifurcated, diffuse, 100% (cto) moderately calcified, angulated lesion of the left main artery extending to the mid left anterior descending artery (lad). The lesion was classified as type c. A bolus of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The lesion was predilated with a 2.5 x 28mm cypher stent was deployed to the site for a maximum of 30 seconds (inflation pressures unknown).